Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had bleeding events following implantation. The bleeding occurred in general areas of the surgery, there was no specific spot. The bleeding occurred during and post-operation and was expected since the patient had a blood deficiency. The patient was treated with long homeostasis and reverse deficiency of platelets and other blood components. The bleeding resolved the next day.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to infection. Whether the death was device or therapy related was not provided by the customer. The device was not explanted and an autopsy was not performed. Based on a review of available patient¿s record and the reported patient outcome, there were no device issues at the time of the patient outcome. It was reported through the research article ¿first evidence of a heartmate 3 driveline infection by rhizopus arrhizus: a case report¿ that heartmate 3 (hm3) may be associated with infection and death. This case study evaluated a 66-year-old male. The patient had a history of ischemic cardiomyopathy and had an implanted cardiac defibrillator. The patient had multiple immunosuppressive risk factors including type 2 diabetes, chronic kidney disease, and advanced heart failure. The patient developed uroseptic shock before the hm3 implantation and was thus treated with meropenem for a period of 10 days. After the infection was treated the hm3 left ventricular assist device (lvad) was implanted. Due to intraoperative right ventricular (rv) failure, a rv centrimag was implanted. Antibiotic prophylaxis with daptomycin and ceftazidime-avibactam was then prescribed due for an oxacillinase-48 (oxa-48) bacterial infection. For 2 days after surgery bleeding through chest tubes persisted. 2 additional surgical interventions were required to contain bleeding. Lab tests revealed progressive increase in leukocyte count and c-reactive protein (203.0mg/dl), in addition to elevated procalcitonin levels(1.08ng/dl). To address the infection, anidulafungin, daptomycin and ceftazidime-avibactam were prescribed. 10 days post implant antimicrobial drugs were stopped because of clinical improvement. 23 days after hm3 implantation purulent drainage was observed in sternotomy wound. This was treated with teicoplanin, ceftazidime-avibactam and anidulafungin. Later the same purulent drainage was detected at the hm3 driveline insertion site and a skin ulcer appeared above the driveline pathway. Cultures from these sites identified r arrhizus. This led to anidulafungin to be replaced with intravenous amphotericin b and oral posaconazole. A soft tissue ultrasound showed phlegmonous changes around the driveline without a clear abscess. R arrhizus was not found in blood, urine, or bronchial aspirate cultures. A transesophageal echocardiogram was performed revealing vegetation consistent with implantable cardiac defibrillator-related endocarditis. The patient had worsening respiratory symptoms that made weaning from mechanical ventilation difficult. Patient passed away due to septic shock 33 days after hm3 implantation. The article concluded that early recognition and treatment of fungal infections in lvad patients is essential and prompt investigation of nonspecific symptoms that could point to infection is essential.